Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 540 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an alarm was heard/telemetry not yet performed. The patient was hearing their pump alarm. The rep did not know if it was a critical or non-critical alarm that was occurring but was to confer with the hcp who supplied the pump telemetry strips. (B)(6) 2017 was the last time the pump was update and the rep confirmed from the telemetry strip that the programming was correct at that time. The patient was still at their house and the rep did not know when the pump was going to be interrogated for the event logs. The rep later confirmed on (B)(6) 2017 via the event logs a motor stall occurred (B)(6) 2017 @ 10:00 with no MRI or other emi as the cause. The patient was just at home when the stall occurred. Another motor stall was noted in the event logs on (B)(6) 2017 then (B)(6) 2017 tube set occurred. It was not known if the patient had an MRI on (B)(6) 2017. On (B)(6) 2017 motor stall recovery occurred. The patient had surgery that day. On (B)(6) 2017 was the last pump refill and then (B)(6) 2017 was the refill prior to that. No reservoir volume discrepancies at the refills to they were assuming the motor stall back on (B)(6) 2017 was due to an MRI. No symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via another representative reported the patient had withdrawal symptoms, and there was a pump alarm. It was unknown what environmental/external/patient factors might have led or contributed to the issue. A dye study was done on 2017-oct-18. Replacement surgery was performed on (B)(6) 2017, and the explanted pump was going to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The representative reported the pump contained gablofen [2000 mcg/ml] at a dose of 150 mcg/day. The representative also reported the pump stalled on (B)(6) 2017 and never recovered. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.